Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 350 mg/dl and a bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. The customer declined to complete the pump system check and was to change out the infusion set site.